Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the device activity log showed that pads impedance becomes intermittent, but the CPR feed back is still being detected. This indicates that the pads are still connected to the device but there is a connection issue between the device and patient. The mfc, ECG cable, monitoring electrodes, and pads used at the time of the reported problem were not received for evaluation at zoll. The device was recertified and returned to the customer. No trend is associated with reports of this type.